Event description:
Drive devilbiss healthcare received notification from the husband of a patient using a rollator that drive devilbiss healthcare imports and distributes. The end user was sitting on the rollator while on a sloped hill, which she estimates to be a 5-10 degree incline, with the brakes on. Allegedly when she leaned backwards, she fell, hit her head, and injured her shoulder. She was taken to a hospital where she spent 4 days. No damage was discovered to her head from a cat scan and any damage to her shoulder is unknown at this time. The end user is not looking for a replacement since the rollator is allegedly fully operable and undamaged.